Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator received multiple shocks due to right ventricular (rv) noise. The noise was recreated in the office with physical arm movement, along with rv pace impedance measurements of less than 200 ohms. Subsequently, a revision procedure was performed in which tachy therapy was programmed off. No additional adverse patient effects were reported.